Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported the up keypad button was under-responsive prior to the alleged keypad cover damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn. Evaluation revealed the up keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack was discovered.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.